Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. Literature attachment: article title: transradial stent angioplasty using double guide wires for severe stenosis of vertebral artery ostium at a lower location b3, b6, & d6a: date estimated d4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported in a summary article that 39 patients with severe stenosis of the vertebral artery ostium at a lower location were treated successfully with transradial stent angioplasty by implantation of either a non-abbott drug eluting stent or a herculink elite bare metal stent. A herculink stent was implanted in 7 of the 39 patients. In the 6-12 month post procedure follow-up 3 patients with herculink stent were found to have in-stent restenosis and some patients endovascular retreatment was performed. Additional information can be found in the summary article, "transradial stent angioplasty using double guide wires for severe stenosis of vertebral artery ostium at a lower location".